Manufacturer narrative:
The device was not returned to olympus for evaluation, as the user facility is unable to locate the device. The cause of the reported event cannot be determined; however, the most likely cause could be attributed to the operator¿s technique. The instruction manual for use gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator. Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use. Do not use tongs if out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
The user facility informed olympus that during a laparoscopic tubal sterilization procedure, the application of the falope ring failed twice and cut the patient tube both times. It was reported that only one ring was applied as the applicator would not release the second falope ring. There was minimal bleeding observed and required no electrocautery. The surgeon completed the intended procedure by occluding the patient¿s remaining tube with a different device. The procedure was prolonged approximately 10-15 minutes. There was no hospitalization required. The patient was discharged home.